Manufacturer narrative:
Manufacturer's investigation conclusion: upon evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), wire damage was confirmed that would have contributed to the pump stop events while the patient was supported by the mobile power unit (mpu), as confirmed through the submitted log files. Approximately 20¿ of the external portion of the driveline was returned for evaluation, following the driveline repair on (B)(6) 2020. The silicone jacket and controller connector were unremarkable. Electrical continuity testing of the external portion of the driveline in its returned condition revealed no electrical discontinuities or shorts, even with manipulation of the driveline segment. The underlying wires appeared visually and microscopically unremarkable. The driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no breaches in the wire insulation were identified. Following a pump exchange on (B)(6) 2020, (B)(6) was returned assembled with the driveline cut approximately 10¿ from the pump housing, and the distal portion of the driveline was not returned. The outflow elbow was returned attached to the pump outlet port. The sealed inflow conduit, outflow graft, outflow graft bend relief, and outflow graft bend relief collar were not returned. The apical sewing ring was not returned. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. An electrical continuity test of the internal driveline was conducted, and all wires were found to be electrically intact. The driveline was disassembled, and microscopic examination of the underlying wires revealed insulation breaches of the black, green, and yellow wires at approximately 8.25¿ from the pump body, exposing the underlying conductors. The wire insulation damage appeared consistent with abrasion by the metal braided shield and fatigue due to repetitive flexing; however, a specific cause for the damage could not be conclusively determined. There was no other evidence of any other breaches or damage to the wire insulation or underlying conductors. The driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, which confirmed the insulation breaches in the black, green, and yellow wires. No other areas of compromised wire insulation were identified. The pump stop events while operating on the mpu would have occurred if any of the conductors from the black, green, or yellow wires contacted the metal braided shield, resulting in a short-to-shield. The pump stops could also have occurred if the conductors from the black and green or yellow wires simultaneously contacted each other or the metal braided shield, resulting in a phase-to-phase short. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 14mar2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ cautions that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. This section also provides instruction on the creation of an exit site and placement of the driveline. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's vad (ventricular assist device) had low speed alarms and low flow alarms. Upon, interrogation several pump stops were found as well. These occurred on wall power. Log file was reviewed, which captured 8 pump stops and 8 low speed hazards on (B)(6) 2020. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the vad is connected to the mpu (mobile power unit). It appeared to be an issue with the driveline with a short to shield. The x-ray images provided did not show any obvious areas of shield breakdown. The patient was placed on an ungrounded cable. A driveline repair was done on (B)(6) 2020. The entire external portion of the driveline was replaced with no issues.

Manufacturer narrative:
The method, results, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2020 from heartmate ii (B)(6) to heartmate ii (B)(6). The pump was exchanged as the driveline repair did not correct the problem; the issue was internal. The patient had further pump stops unless using the ungrounded cable. The patient is doing well and has not had any further issues since the pump exchange.